Manufacturer narrative:
(B)(4).

Event description:
Abdominal discomfort [abdominal discomfort]. Choking sensation [choking sensation]. This case was reported by a physician via call center representative and described the occurrence of abdominal discomfort in a (B)(6)-year-old male patient who received double salt denture cleanser (polident denture cleanser (unknown)) tablet for an unknown indication. On an unknown date, the patient started polident denture cleanser (unknown). On (B)(6) 2016, not applicable after starting polident denture cleanser (unknown), the patient experienced accidental ingestion of product. On (B)(6) 2016 11:00, the patient experienced abdominal discomfort. On an unknown date, the outcome of the abdominal discomfort and accidental ingestion of product were unknown. It was not reported if the reporter considered the abdominal discomfort to be related to polident denture cleanser (unknown). (B)(6) 2016: the patient accidentally took one tablet of polident denture cleanser (unknown) at night (seriousness: non-serious) and was transported to the hospital by an ambulance. (B)(6) 2016: the patient had mild abdominal discomfort (seriousness: non-serious) but had no other symptoms at the time of this report. The reporter asked how to treat the patient on a safety basis. The product name was unknown. Follow up information was received on 04 apr 2016. This case was reported by a physician via call center representative and described the occurrence of abdominal discomfort in a (B)(6) -year-old male patient who received double salt denture cleanser (polident denture cleanser (unknown)) tablet for an unknown indication. On an unknown date, the patient started polident denture cleanser (unknown). On (B)(6) 2016, less than a day after starting polident denture cleanser (unknown), the patient experienced choking sensation (serious criteria hospitalization) and accidental ingestion of product. On an unknown date, the patient experienced abdominal discomfort (serious criteria hospitalization). The patient was treated with dimeticone (gascon). On (B)(6) 2016, the outcome of the abdominal discomfort was recovered/resolved. On an unknown date, the outcome of the choking sensation was recovered/resolved and the outcome of the accidental ingestion of product was unknown. It was unknown if the reporter considered the abdominal discomfort and choking sensation to be related to polident denture cleanser (unknown). At the time of the transfer, he complained of choking sensation, which disappeared with gastric lavage. Thereafter, he experienced slight abdominal discomfort. Although the slight abdominal discomfort developed after gastric lavage, no treatment except for the gastric lavage was given because the event resolved. Gascon (dimeticone) alone was prescribed on the safe side. He recovered, for which he returned home. It was confirmed that he had not complained of any poor conditions thereafter. On the following day of the onset, the symptoms disappeared. Therefore, the events might be considered to be unrelated to polident denture cleanser (unknown) although the exact causal relationship was unknown. Other causative factor: since he usually did not visit hospitals, other causative factors were unknown.